Manufacturer narrative:
The malfunction was observed during review of the device's activity log; however the device was put through extensive testing without duplicating the malfunction. The device passed the final test procedure, was recertified, and returned to the customer. It's important to note that the customer's batteries were found to be depleted and the log shows that the coulomb counter was not reset after the customer replaced the batteries. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.